Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, both needle and thread broke and the needle detached from the suture. There was no patient involved in this event.